Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered eight rounds of inappropriate anti-tachycardia pacing (atp) and five impropriate shocks. Therapy was exhausted. The device remains in service. No adverse patient effects were reported.